Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of pre-operative ruptured thoracic aorta. It was reported that the endovascular procedure went well and the aneurx stent graft was successfully implanted. At the same time a colon surgery procedure was performed, which was unrelated to the endovascular procedure; however, the patient had lung complications and expired a few days later. No additional information was provided.